Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patients' hip was revised due to loose stem and lack of ingrowth.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated: in this large male patient, no explanation can be given for the apparent failure of biologic fixation of the femoral stem requiring revision. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patients' hip was revised due to loose stem and lack of ingrowth.